Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo and radiographic image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter with migration of the catheter fragment to the heart was confirmed but the cause is unknown. A photograph and a radiographic image were returned for evaluation of this complaint. The photo was of a proximal segment of a 4fr s/l groshong nxt catheter near the catheter insertion site. A complete circumferential break was seen in the catheter shaft. The break appeared to have occurred at or near the insertion site. The white attachable suture wings were found around the catheter shaft between the distal two-piece connector and the break site. It appeared that one side of the suture wing was no longer attached to the patient while the other side appeared securely sutured to the patient. The chest x-ray showed a detached fragment of a catheter within the patient. The migrated catheter appeared to be overlying the main and right lower lobe pulmonary arteries. Microscopic examination, tactile evaluation, functional testing and dimensional analysis could not be conducted without the physical sample. Although a break in the catheter could be confirmed, the characteristics of the break could not be fully evaluated without the physical sample. Therefore, the root cause could not be determined at this time. Possible contributing factors could include material fatigue, sharp instrument damage, loose or improper securement of the catheter, tensile (pulling) damage and/or over-pressurization. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that according to placer, they have placed the PICC in a pediatric patient 1 year before. Last week, when the patient came for weekly dressing, it was found that the PICC was broken from the point of insertion and migrated to heart. It was further reported that the patient was still admitted to hospital and surgery was planned on (B)(6) 2021. No other information was provided regarding the removal of the device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that according to placer, they have placed the PICC in a pediatric patient 1 year before. Last week, when the patient came for weekly dressing, it was found that the PICC was broken from the point of insertion and migrated to heart. No other details are available at the moment as the patient is out of town.